Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl was found to have a "cassette not attached properly" alarm. Additionally, it was found that the upstream occlusion (uso) sensor was intermittent, and there was fluid contamination inside the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the lens was damaged and a "cassette not latched" alarm occurred during testing. There was no patient involvement.